Event description:
A customer reported to baxter france that a free solusion administration set, with an injection site, had an overinfusion. Reportedly the infusion of nacl (unknown product) was performed in 2 hours instead of 12 hours. According to the reporter, there was patient involvement, however, there were no clinical consequence. No additional information is available at this time at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.